Event description:
It was reported via voluntary medwatch that the right atrial (ra) lead was explanted due to infection developed on patient. No additional patient consequences were provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5156784.